Manufacturer narrative:
Sample was not returned therefore an investigation could not be performed. Should we receive info pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a case report form as part of the (B)(6). The pt had a 4 cm of barrett's esophagus. During the esophageal sizing step of the barrx ablation procedure, the pt developed a mucosal laceration and the procedure was aborted. No treatment for the laceration was required. Per the physician, the severity of this event was mild, the relationship of the event to the device procedure was probable but there was no device malfunction. The MFR is reported this case out of an abundance of caution due to the need to reschedule the ablation procedure to a later date.